Event description:
It was reported that the emergency room nurses were placing the ng tube on a trauma patient and the markings for them to know how far the tube could not be seen. The salem sumps had the measurements in cm and the bard ones were measured in inches with the markings every 4 inches (that is a big gap). They could not assess how far the tube was inserted so they removed the ng tube and transferred the patient to reno. A safety verge report was filed. In addition, the system required the measurements in cm so the staff would have to make the calculations in inches and the conversion to cm to enter the accurate information into medical record. The nurses were concerned about the bard salem sump with only a little mark every 4 inches, the distance between every little notch or mark in the tube. Representative stated that the bd nasogastric sump tubes did not have centimeter markings. The tubes had permanent markers at 18", 22" and 30" from the distal tip. The tubes had a radiopaque stripe facilitating x-ray confirmation. As stated in the IFU, the hospital should "carefully measure to find desired length of the tube using the nasogastric tube as a measurement aid. To determine the insertion length: measure the tube from the tip of the nose to the earlobe and from the earlobe to the tip of the xiphoid process. Mark the length of the tube to be passed with a small piece of tape."

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "end of ribbon". However, there was insufficient information to confirm this potential root cause. The DHR review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. Correction: e,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the emergency room nurses were placing the ng tube on a trauma patient and the markings for them to know how far the tube could not be seen. The salem sumps had the measurements in cm and the bard ones were measured in inches with the markings every 4 inches (that is a big gap). They could not assess how far the tube was inserted so they removed the ng tube and transferred the patient to reno. A safety verge report was filed. In addition, the system required the measurements in cm so the staff would have to make the calculations in inches and the conversion to cm to enter the accurate information into medical record. The nurses were concerned about the bard salem sump with only a little mark every 4 inches, the distance between every little notch or mark in the tube. Representative stated that the bd nasogastric sump tubes did not have centimeter markings. The tubes had permanent markers at 18", 22" and 30" from the distal tip. The tubes had a radiopaque stripe facilitating x-ray confirmation. As stated in the IFU, the hospital should "carefully measure to find desired length of the tube using the nasogastric tube as a measurement aid. To determine the insertion length: measure the tube from the tip of the nose to the earlobe and from the earlobe to the tip of the xiphoid process. Mark the length of the tube to be passed with a small piece of tape."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.